Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure (batch no. 863579, l2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti, bladder infection, hypothyroidism, raynaud's syndrome, vitamin d deficiency, cervicitis and leiomyoma nos. Concomitant products included nuvaring. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary,") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary,"). In 2013, the patient experienced menstruation irregular ("irregularbleeding/ menses"), premature menopause ("premature menopause") and pain ("generalized pain"). In 2014, the patient experienced thyroid disorder ("autoimmune issues /type of disorder: thyroid and undiagnosed specific disease") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), memory impairment ("memory issues/trouble with memory"), chest pain ("chest pain"), tinnitus ("tinnitus,"), abdominal pain lower ("pain"), pain in extremity ("swelling and pain of hands and feet"), peripheral swelling ("swelling and pain of hands and feet") and feeling abnormal ("brain fog"). The patient was treated with estrogens conjugated (premarin), levothyroxine sodium (levothyroxin), alprazolam (xanax), fluoxetine and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, chest pain, tinnitus, alopecia, pain, abdominal pain lower, pain in extremity and peripheral swelling had resolved, the thyroid disorder, weight increased, urinary tract infection, cystitis, menstruation irregular and premature menopause outcome was unknown and the memory impairment and feeling abnormal was resolving. The reporter considered abdominal pain lower, alopecia, chest pain, cystitis, feeling abnormal, memory impairment, menstruation irregular, pain, pain in extremity, pelvic pain, peripheral swelling, premature menopause, thyroid disorder, tinnitus, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012, hysterosalpingogram: adequate obstruction of the fallopian tubes seen bilaterally by the essure coils. (B)(6) 2012, digital mammogram: findings : the breast tissue is dense. Previous stereotactic biopsy for fibrosis was, performed and marking clips stable. Focal density measures 1 cm and is not significantly changed. (B)(6) 2013, mammogram:abnormal. The right breast revealed as asymmetrical density. The left breast revealed normal findings. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Infection (bladder/ urinary tract/vaginal) type: bladder/urinary, autoimmune disorder type of disorder: thyroid and undiagnosed specific disease, pain, other injury(ies) or complication (s) please describe: chest pain, tinnitus, memory issues, hair loss. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti, bladder infection, hypothyroidism, raynaud's syndrome, vitamin d deficiency, cervicitis and leiomyoma nos. Concomitant products included nuvaring. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary,") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary,"). In 2013, the patient experienced menstruation irregular ("irregularbleeding/ menses"), premature menopause ("premature menopause") and pain ("generalized pain"). In 2014, the patient experienced autoimmune thyroid disorder ("autoimmune issues /type of disorder: thyroid and undiagnosed specific disease") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), memory impairment ("memory issues/trouble with memory"), chest pain ("chest pain"), tinnitus ("tinnitus,"), abdominal pain lower ("pain"), pain in extremity ("swelling and pain of hands and feet"), peripheral swelling ("swelling and pain of hands and feet") and feeling abnormal ("brain fog"). The patient was treated with estrogens conjugated (premarin), levothyroxine sodium (levothyroxin), alprazolam (xanax), fluoxetine and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, chest pain, tinnitus, alopecia, pain, abdominal pain lower, pain in extremity and peripheral swelling had resolved, the autoimmune thyroid disorder, weight increased, urinary tract infection, cystitis, menstruation irregular and premature menopause outcome was unknown and the memory impairment and feeling abnormal was resolving. The reporter considered abdominal pain lower, alopecia, autoimmune thyroid disorder, chest pain, cystitis, feeling abnormal, memory impairment, menstruation irregular, pain, pain in extremity, pelvic pain, peripheral swelling, premature menopause, tinnitus, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-jan-2012: total bilateral occlusion 20jan2012, hysterosalpingogram: adequate obstruction of the fallopian tubes seen bilaterally by the essure coils. 03apr2012, digital mammogram: findings : the breast tissue is dense. Previous stereotactic biopsy for fibrosis was, performed and marking clips stable. Focal density measures 1 cm and is not significantly changed. ??-jun-2013, mammogram:abnormal. The right breast revealed as asymmetrical density. The left breast revealed normal findings quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder and weight increased outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.